Event description:
Alleged the hi/low is not functioning but when he brings the hi/low up manually and plugs the bed in, the hi/low will run down unintentionally.

Manufacturer narrative:
The facility has not completed repairs to the bed.